Event description:
At the beginning of bypass the venous inlet connector to the reservoir bag started to leak and became disconnected from the bag. The perfusionist clamped the line and reinserted the connector into the bag without compromising sterility but was accidently exposed to the pt's blood. There was minimal blood loss. No blood or blood products were given to compensate for the loss. There was no detriment to the pt or harm to the perfusionist.